Event description:
An incident occurred where the customized mar, medication administration report, was sorted incorrectly. Piggyback drugs were not listed with their associated drug(s) as expected, but instead they were listed separately. This resulted in difficulty for the nursing staff in determining which drugs were to be administered for each pt. As a result, medications were not administered at the correct time for a few pts. As of this report, no serious or life threatening incidents as a result of this issue have been reported by the client. This occurred when a client requested a software modification to the sorting option of the mar report. The modified software was incorrectly placed into the client's production (live) environment and certification environment by a cerner associate. The software modification should have been put into the client's certification environment for validation testing only. This software modification did not include the correct sorting order. The client recognized the sorting discrepancy when the report was generated in the production environment and immediately notified cerner of the issue. Cerner removed the misplaced software modification from the production environment and restored the previously existing software (with a correct sorting order) to the production (live) environment. The cerner pharmnet development team continues to work with the client to address the customized software modification issue identified.